Event description:
Patient was revised to address an implant fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed the reported device fracture. The device fractured due to a combination of creep deformation and fatigue. The investigation could not draw any conclusions about the root cause of the deformation or fatigue based on the available information. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.